Event description:
Indication: chronic obstructive pulmonary disease, unspecified. Patient reported the device does not work properly anymore. Patient stated he used device twice and when he cleaned it, it did not work properly after. No further information provided. Unknown if patient experienced an adverse event or missed dose. Unknown if device available for return. Unknown date of malfunction. Unknown if provider is aware. No further information provided. Reported to (B)(6) by: patient/caregiver.